Event description:
The hcp reported that during a transurethral needle ablation of the prostate, the prostiva handpiece broke during the tenth lesion. The needles were exposed in the patient at the time and the physician was unable to retract them. The physician was able to contact tech services and was instructed to grab the remainder of the torque tube that was not inside the patient and try to separate the torque tube from the handle. He was successful and after the torque tube was out of the patient and separated from the handle, he confirmed that the needles had retracted. No serious injury to the patient was reported.